Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. An infusion set tubing site change was performed to address the issue. Customer's blood glucose level was 331 mg/dl.